Event description:
New information received states that programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented in clinic for routine follow-up, false pause episodes due to undersensing were noted. Review of the episodes suggests possible loss of device contact with the pocket. Isometric testing was suggested to reproduce the false episodes. No intervention has been done as the device remains implanted and will be monitored. The patient was stable.